Manufacturer narrative:
Other applicable components are: concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a manufacturing representative regarding a patient in (B)(6) who was receiving hydromorfonhydroklorid 8 mg/ml dose 4,0049 mg/ml, bupivacainhydroklorid 12 mg/ml and klonidinhydroklorid 0,2 mg/ml via an implantable pump. The indication for use was unknown. A dysfunction; catheter problem was reported. Volume discrepancies were reported. It was noted that the actual residual volume (arv) was greater than the expected residual volume (erv), also reported as having high returns when the customer refills pump. A refill was performed between (B)(6) 2015 the erv was 3.4ml and the arv was 9.5ml. Between (B)(6) 2015-(B)(6) 2016, the erv was 2.8ml and the arv was 8.4 ml. Between (B)(6) 2016, the erv was 4.2 and the arv was 8.5. It was noted that during this time, the patient had adjustments up and down. The patient was not feeling that it was working as it did in the beginning and was often coming to the clinic for adjustments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-08 the representative further reported that the event date was (B)(6) 2016 (please note volume discrepancies were previously reported occurring as early as between (B)(6) of 2015). The medical history was not known. There was no harm or injury to the patient. The patient¿s actual status was reported as often the patient came to the clinic for adjustments up and down. Diagnostic testing, troubleshooting, and actions/interventions taken were reported that the doctor performed a catheter access port (cap) trial with x-ray contrast and a CT-scan, but without any signs of block or obstructions in the catheter. The doctor continues to follow the patient closely about the returns when the refills are performed. The cause of the volume discrepancies was not determined at this time.

Event description:
Additional information received from a manufacturer representative indicated they were waiting on receiving images from the healthcare provider (hcp). There was a discussion with a senior neurosurgeon about whether to perform re-operation due to the patient health risks from other health issues. No decision was made yet. As of (B)(6) 2017, the patient was still receiving the same pump medication as the (B)(6) 2017 refill.

Event description:
On 2017-may-29, additional information was received from a foreign manufacturer representative (rep). It reported the patient along with their surgical team decided not to do any itb catheter replacement due to the patient's health condition. They were trying to lower the daily dose and putting the patient on other drugs.

Event description:
Additional information was received. It was reported that the patient complained of severe pain and that it ¿don¿t feels like it coming so much as before¿. It was reported that the patient ¿have now also to take much more drugs per os¿. It was noted that the doctors are planning for troubleshooting on the catheter with an x-ray and contrast. They are also to perform a 3 tesla magnetic resonance imaging (MRI). It was reported that the drugs in the patient¿s pump were ¿hydromorfon hydroklorid 8 mg/ml+ bupivacain hydroklorid 12mg/ml+klonidin hydroklorid 0,2 mg/ml¿. The daily dose for ¿hydromorfon¿ was 5,3997 mg; that was refilled at (B)(6) 2017. The daily dose for ¿bupivacain¿ was 4,9024 mg at (B)(6) 2017. The daily dose for ¿klonidin¿ was 4,9024 mg at (B)(6) 2016. It was reported that the pump had the following returns in ml/n¿vision; 11/5,4; elective replacement indicator (eri) 50 months, 10 , 4/3,7; eri 51 months, 11/4,3; eri 52 months.

Manufacturer narrative:
(B)(4).

Event description:
On 2017-mar-09, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient had undergone a dye dt/CT-scan for troubleshooting the pump through the catheter access port (cap) with contrast. The first thing to happen was that it was very hard to receive liquor from the catheter, but it went well to flush saline (nacl) and contrast/dye through the catheter. The radiologist reported the catheter could be visualized at level th7. Contrast was floating intrathecally in the thoracic part between level th6/7 and th10. It was stated, "you can imagine because of how the contrast/dye flow[ed], that there [was] an very thin tissue material around the catheter tip, which can be an granuloma or a tissue material." Additional information reported the catheter followed the spinal cord canal to the left of the midline at level l1-l2. The contrast/dye was following the catheter all the way to the pump pocket on the left side. There was no detecting of any leakage form the pump or the pump connection. The contrast/dye was widen below the pump (in the pump pocket), which is suspected as a widening of the catheter. The hcp conclusion stated, "the catheter is having a requested catheter position at th7 level. When contrast/dye is injected, there is an expected intrathecal contrast/dye point. There is an suspicion of a tissue material at the catheter tip. There is sign of catheter damage below the pump in the pump pocket subcutaneously." Additional information also stated the patient was having severe infection problems because of a dislocating hip prosthesis which the orthopedic surgeons can't do anything more with. The patient was using continuous antibiotics to save the prosthesis, but the pain killer administration from the pump didn¿t seem to reach the patient as before. At the moment, the hcp left the drugs and the daily dose in the same as the investigation on (B)(6) 2017 and was giving the patient pain killer tablets beside during this investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.